Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement test. No excessive no delivery alarm noted during testing. The insulin pump passed self test, unexpected restart test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was over 700 mg/dl at the time of incident. The customer's blood glucose was 391 mg/dl at the time of call. The customer stated that they tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do not rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The insulin pump will be returned for analysis.